Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After a review of the medical records, the patient complained for hip pain and increased blood level of cobalt and chromium. His MRI seven months ago showed very little soft tissue destruction. Operative notes reported the patient was revised due to metal reaction and minimal metal staining. The stem and cup did not appear to be loose, just some minor trunnion staining. Laboratory results for cobalt and chromium level were above normal. Doi: unknown. Dor: (B)(6) 2020; right hip. Please see (B)(4) for he left hip revision

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.